Manufacturer narrative:
The event occurred ¿about 2 years ago¿. The device was an unknown access set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving infusions of calcium and phosphate with an unknown access set and two spectrum pumps. According to the reporter, the pumps were running, and the access lines were connected below the pumps. It was further reported ¿the calcium and phosphate medications which were incompatible were y-sited together, which caused crystallization in the tubing¿. Subsequently, the patient coded and passed away. The cause of the event was not reported. It was not reported if an autopsy was performed. The reporter stated that the event was not due to a pump failure as it alarmed twice a few minutes prior to the patient coding. The reporter stated, ¿it simply could have been that the patient bent their arm¿. No additional information is available.